Event description:
Health facility worker reported difficulty breathing after comming in contact with cidex plus 28 solution fumes from a spray bottle used to wipe down counters at a hosp. Last yr the worker began reporting to housekeeping that she had asthma like attacks. In april of this yr (4/26/1999) rn went to her primary care physician and she had a preexisting condition of asthma. This was aggravated by the use of the disinfectant. She is on two prescribed inhalers.